Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending.once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 15 colony forming units (cfus) of filamentous fungus. The suction, auxiliary, and air/water channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. New information was added to the following fields: d8, d9, h3, h4, and h6. The legal manufacturer's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, and as a result of reviewing information on reprocessing steps provided by the customer, the lm could not obtain information to judge if there was any deviation from information for use (IFU). The hygiene microbiological investigation report indicated the channels of the scope were cultured and found <1 cfu. The results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. The user provided the following result of the culture test, performed at the third-party labs. Result of microbiological test on the subject device, including culture tests. The result of the culture test performed by the third-party labs provided by the customer is as follows. See the action item # (B)(6). Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: 7 cfu/canal. Bacterial identification: filamentous fungi non identifié. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 8 cfu/canal. Bacterial identification: filamentous fungi non identifié. Sampling date: (B)(6) 2024. Sampling from: air/water channel. Cfu: 0 cfu/canal. Bacterial identification: n/a. The result of the culture test performed by the third-party labs provided from sbc is as follows. See the action item # (B)(6). Sampling date: (B)(6) 2024. Sampling from: all the channels. Cfu: <1 cfu/endoscope. Bacterial identification: n/a. A review of the device history record found no deviations that could have caused or contributed to the reported issue.based on the results of the investigation, a root cause could not be determined. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.